Event description:
Following an uneventful novasure endometrial ablation on (B)(6) 2012, on a pt with a "3 cm" cavity length, the physician performed a hysteroscopy and there was "bowel fat identified consistent with a uterine perforation". The physician "then performed a laparoscopy and noted a small fundal perforation less than 1cm in diameter". Approx 1-2 cms below the perforation was a thin band of serosal blanching, from left to right, measuring approx 3 cms in length". There was no bowel injury seen. "The pt was admitted for prolonged observation. The pt remained stable and discharged home [exact dates unk]." On (B)(6) 2012, the physician reported "the pt was doing well."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and eval completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU): contraindications: a pt with a uterine cavity length less than 4 cm. The minimum length of the electrode array is 4 cm. Treatment of a uterine cavity with a length less than 4 will result in thermal injury to the endocervical canal. (B)(4).